Manufacturer narrative:
(B)(4): the customer reported that the defibrillator failed to discharge during a patient event. There was no negative impact to the involved patient. The users switched to a different defibrillator to treat the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator failed to discharge during a patient event. There was no negative impact to the involved patient. The users switched to a different defibrillator to treat the patient.